Event description:
On 2/21/95, port with sluggish blood return able to flush. On 3/1/95, taxol chemo infusing via pump. Pump malfunctioning. Unable to flush port reaccessed #19 needle. Urokinase 5000 IV instilled. Reaccessed. Flushes well. 3/3/95 IV discontinued, blood return but flushed with some difficulty.